Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Section d6b. Explantation date: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 62-year-old female patient underwent a primary breast augmentation with two 350cc mentor memorygel breast implants and experienced a rupture on the right and breast pain on the left side post-operatively, which was diagnosed during a physical exam. As a result, the patient is to undergo explantation on (B)(6) 2023. This report is for the right side device.

Manufacturer narrative:
On june 06, 2023, the mentor failure analysis lab has received the device for evaluation. On june 12, 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sm mpp gel 350cc breast implant was found to be ruptured, received in two (2) parts, and incomplete. In addition, shell abrasion was observed at the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).